Event description:
It was reported "during the procedure according to IFU, the md identified that valve breakage occurred. So the md opened up the new kit to finish the procedure." The device was removed and replaced. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one psi sheath assembly and product lidstock for analysis. Signs-of-use in the form of biological material were observed. Visual inspection of the sheath revealed that the sheath internal seal was separated from the rest of the assembly. The seal is intended to rest inside the valve body. Further functional analyses (see below) revealed that the internal seal exits from the proximal opening of the cap when removing the dilator from the assembly. No physical defects or anomalies were observed with any portion of the psi, the dilator, or the cap. Dimensional analysis was performed on one of the seal slits, which measured to be 0.0305", which is not within the specification limits of 0.035-0.045". The hemostasis cap was removed to reassemble the components. The seal was placed within the hemostasis valve and the cap reassembled. The dilator was inserted through the sheath. Major resistance was encountered from inside the hemostasis valve; the dilator was not able to fully advance and snap into the cap, which is not the intended function. Upon removal of the dilator, the internal seal was observed to cling to the surface of the dilator. This resulted in the seal to completely exit through the cap of the hemostasis valve. Performed per instructions-for-use (IFU) provided with this kit which states, "ensure dilator hub fully snaps into sheath cap". Additional testing was not required as part of this complaint investigation. All complaints are trended across product families on a monthly basis. A device history record review was performed, and relevant findings were identified. Nonconformance were created for this material and lot number regarding a sheath valve separation. The IFU provided with the kit was reviewed as part of this complaint investigation. The customer complaint of a valve assembly separation was confirmed through complaint investigation. Visual analysis revealed that the internal seal was located on the outside of the hemostasis valve body and over the dilator extrusion. This is not the intended assembly. Further functional analysis revealed that the seal exits through the hemostasis cap when the dilator is withdrawn. Dimensional analysis revealed that the slits on the internal seal are not within specification. Based on the customer report, the sample received, and the comments from manufacturing, the root cause is likely supplier related. A nonconformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.